Manufacturer narrative:
Image analysis: the customer returned one image for review. This fluoroscopic image depicts the stent in the patient¿s vasculature. From the image provide the stent appears to be elongated stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a calcified lesion in the mid left superficial femoral artery using the everflex entrust 6x150x120, there was a 15-minute delay in surgery due to product malfunction. The stent/struts were deformed in vivo, and the deployed stent length was measured at 175-200 mm. Elongation of the stent was noted. Difficulty was noted during deployment, requiring manual pullback on the handle to deploy the end of the stent. Stent deployed successfully without injury/intervention. The wire became stuck in the system, necessitating removal of the system as a whole. The procedure was aborted. The patient had a 30% stenosis, 150 mm lesion length, and 5.5 mm artery diameter, with minimal tortuosity and calcification. The vessel was pre-dilated with a 4x150 nanocross and post-dilated with a 4x120 nanocross. A 6fr sheath and fmd f-14 flex guidewire were used. No patient complications have been reported as a result of this event.